Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out multiple times to the customer with no reply. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Event description:
It was reported that the drop in spo2 was delayed. The display would remain at 80% even when the bga saturation fell below 60%. There was no audible alarm even when the reading had fallen below the alarm threshold. It was indicated that there was no harm to the patient, there was additional monitoring in place.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.